Event description:
This is a report of a patient who experienced shortness of breath coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient went to the hospital for the event and an x-ray showed a small amount of fluid had collected in the patient's lung. The patient was advised to take unspecified antibiotics and to use an inhaler. The patient did not stay in the hospital. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device history record showed that the device had been reconditioned/serviced since its original manufacture date and is no longer in its original manufactured condition. A review of service records will be performed. The cause of the event could not be determined. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history was performed with no issues noted related to this event. Should additional relevant information become available, a follow-up report will be submitted.